Manufacturer narrative:
This is on-going issue since the beginning of (B)(6) 2011. The instrument exhibits noise errors. A field service engineer (fse) was dispatched and replaced the creatinine module, calibrated the sensor and ran precision. Noise error occurred when fse performed qc. The fse reran qc and the results were acceptable. A local field service continues to monitor the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result of 5.0mg/dl generated by the unicel dxc 800 pro synchron clinical systems for one patient. The result was reported out of the lab. The customer repeated the test on another instrument and obtained a result of 3.8mg/dl. This result was amended. It is unknown if treatment was initiated or withheld.